Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow, down arrow, ok, and audio bolus buttons had been intermittently unresponsive for two weeks. The patient reportedly wears the pump in a pocket and cleans the pump with soap and water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage or peeling was observed. During testing, all of the keypad button keys were found to be intermittently unresponsive and required excessive force to elicit a response. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2012 - device evaluation: additional evaluation results were obtained. During investigation the audio bolus button responded appropriately.